Manufacturer narrative:
Date of event was approximated to (B)(6) 2012, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant and explant surgeon is: (B)(6). The following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during sub-urethral sling with advantage fit and tape system placement and cystoscopy procedures on (B)(6) 2012, for the treatment of stress urinary incontinence. The procedure was completed without complication. As reported by the patient's attorney, the patient experienced an unspecified injury as a result of the surgery.